Manufacturer narrative:
The field service representative (fsr) tested the level system and could not duplicate the reported complaint. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the red lever sensor was giving a false alarm. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.